Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient called back a second time with1801 alarm. Pump was restarted, pump reads run, stayed on line and pump alarms again. Instructed patient to take out batteries and to clamp tubing close to port. Patient and spouse having a hard time figuring out how to clamp tubing. Instructed to call doctor now. No other questions at this time. There was no patient injury reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is unable to be determined as alarm/error code 1801 does not exist on the cadd - legacy plus pump; however, this cannot be confirmed as no product was returned for investigation. The product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication or evidence provided in the complaint of a service issue.